Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During the second attempt to prime the device the cannula self-activated. The device was disassembled and it was noted that both bumpers were bent within the device housing. Therefore, the investigation is confirmed for the identified cannula self-activation. However, the reported failure to prime will remain inconclusive, as functional testing was not completed due to the identified self-activation. The bent bumpers likely contributed to the reported and identified issues. However, the root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a prostate biopsy procedure, the top slide of the device was allegedly unable to be primed. Another device was used to complete the procedure. There was no patient involvement.